Event description:
Customer reported that the buttons on the insulin pump were not responding and it alarmed button error. Customer stated that she changed the battery and issue persisted. The device was not exposed to moisture. Blood glucose value was 471 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and no button response due to corroded keypad traces. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.